Event description:
A report was received that a memory lens iol was explanted from the eye of a male patient. Request has been made for additional information, however, no further information has been provided.

Manufacturer narrative:
As there was no product returned or lot number provided, no detailed investigation can be performed.